Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is overheating. Per additional independent repair center statement, additional malfunction is power switch has no alarm.